Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the viewing station of the imaging system interface (umbilical) cable was causing intermittent connection issues. The interface (umbilical) cable was replaced the resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the imaging system would enter standalone mode follow startup. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: device manufacturing date now provided. The mobile view station (mvs) interface cable (umbilical cord) was returned to the manufacturer for analysis. Investigation confirmed reported issue. Failed bench testing. Continuity test passed, 100t test failed, opens between lines 1 to 3 and 2 to 6. The gbit test passed. Cat 6 cable testing was performed with validator nt 950. The hardware investigation found that reported event was related to an electrical failure; open between lines.